Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was providing intermittent power to the controller. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller ac adapter was able to perform as intended during bench testing. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient's controller ac adapter does not supply continuous power to the controller. Moreover, the patient alleged that they experienced frequent power disconnect alarms while the controller was connected to the adapter. The patient claimed that they inspected all connections and everything appeared to be securely connected. The adapter was removed from service; there were no patient consequences associated with the event.